Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the drive support cap is loose and is sticking out from the side of the insulin pump. Customer's blood glucose at the time of the incident was 200 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked reservoir tube lip and missing end cap sticker. Drive support was inspected and no anomaly was noted. The insulin pump passed idle current test and run current test. Unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to detached end cap.